Event description:
Caller states that after "making the incision" with the lancet, a bump or white callous developed just below the cut". This bump/white callous was there for 3 days, then disappeared. Caller denies any further skin irritation, but complains of intermittent pulsating pain "in the liver area" as well as "in the left kidney area". Caller states has not seen a health care professional and does not plan to. Reason for calling is he is worried about MFR's packaging process or risk of device contamination.